Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was tightened but did not fire. It was stated that the anvil was bent.